Event description:
A customer reported that during cataract surgery, the system suddenly lost power. The system was rebooted to complete the case. There was no harm to the patient.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with cfr 21 803.56 when additional reportable information becomes available. (B)(4).